Event description:
It was reported that the bladder of a small volume intermate had ruptured during filling. The user was using a repeater pump to fill the device with normal saline. The bladder was in the footed position when the rupture occurred. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: the device was returned to baxter and was evaluated. A visual inspection confirmed the bladder had ruptured in a non-footed position. However, a microscopic inspection could not determine a cause for the rupture. A follow-up report will be filed if any additional relevant details become available.

Manufacturer narrative:
(B)(4).